Event description:
It was reported that during an implant procedure, the lead could not reach the target position because the guidewire became stuck in it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the proximal conductor was distorted due to a kin k/buckle. Visual analysis noted the lead was stretched and damaged at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.